Manufacturer narrative:
The catalog number is unknown, if received it will be provided. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of filter strut(s). The patient suffered life-threatening injuries and damages, requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Additional information received per medical records. Prior to the index procedure, the patient had recently undergone resection of a meningioma from the spine at the t4 level. The patient subsequently developed saddle pulmonary embolus and bilateral deep vein thrombosis. The patient was implanted due to this history of extensive bilateral pulmonary emboli and deep vein thrombosis as the patient also has a contraindication to anticoagulation therapy. The filter was implanted via the right internal jugular vein. The filter was deployed nicely and the patient was in stable condition after the procedure. Additional information was received via the patient profile form (ppf). Approximately four years and nine months after the index procedure the patient submitted to a computed tomography (CT) scan which indicated that the filter strut had perforated the wall of the inferior vena cava. The patient has also experienced stress, emotional distress, mental anguish and anxiety. As reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. Per the medical records, the patient had recent resection of a meningioma from the spine at the t4 level. The patient subsequently developed saddle pulmonary embolus and bilateral deep vein thrombosis. The indication for implant was history of extensive bilateral pulmonary emboli and deep vein thrombosis and contraindication to anticoagulation therapy. The filter was implanted via the right internal jugular vein. The filter was deployed ¿nicely¿ and the patient was in stable condition after the procedure. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of filter strut(s). Per the patient profile form (ppf), approximately four years and nine months after the index procedure the patient submitted to a computed tomography (CT) scan which indicated that the filter strut had perforated the wall of the inferior vena cava. The patient has also experienced stress, emotional distress, mental anguish and anxiety. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of filter strut(s). The patient suffered life-threatening injuries and damages, requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. An inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The legal briefing mentioned a perforation of the filter strut(s). Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Result code 3221. Conclusion code 22 92.